Event description:
It was reported to philips that the equipment was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the equipment was not turning on. Upon troubleshooting rse inspected the system onsite and found that the software was corrupted. The os suite pc software problem was identified as the actual cause of the problem. To resolve the issue, fse reinstalled software and configured with necessary adjustments. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.